Event description:
Per complaint (B)(4), a dental implant's screw cover was very tight, which caused the patient's implant to rotate in the bone. The patient reported swelling in the jaw and presented in an urgent care center, where the patient was given antibiotics and sent to the doctor. A computed tomography scan of the area was performed. A bone stent and template were done. The dental implant was removed.